Event description:
During an up and over peripheral intervention, the trailblazer broke off in the body and needed to be snared. Nothing was left in the patient.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.